Event description:
During a laparoscopy procedure, when attempting to close the device around the trocar, the device broke apart into two sections. The device was removed completely. There was no patient consequence. Used another like device to complete the procedure.